Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that device is unexpectedly resetting (power cycle). The customer decided to decommission the device from the service. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker for preventive maintenance of their device. During evaluation stryker observed that device is unexpectedly resetting (power cycle). In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.